Manufacturer narrative:
Second professor: prof. R. Jeger device evaluated by MFR: the 27 mm lotus edge valve delivery system was received for evaluation. The condition of the returned device was consistent with the reported event. It was noted that the valve was unsheathed to lost motion. A kink was noted 15-16 mm proximal to the outer sheath tip. Smaller kinks and compressions were noted at 10, 12 and 18 mm on the outer-sheath proximal to the outer sheath tip. Procedural media provided by the facility was reviewed by a bsc quality engineer and is consistent with the reported event. A kink at the distal end of the outer sheath is observed in the second media file. The cause of the reported lotus edge valve delivery system kink cannot be confirmed from the available media. The angiographic media received did not capture the procedure in full.

Event description:
It was reported that the lotus edge valve system kinked inside the patient. The 27mm lotus edge valve system (batch 0023681728) was advanced through a large lotus introducer sheath but was then difficult to track through the patients tortuous vasculature. The physician was unable to position the lotus edge valve due to repeated instances of asymmetric unsheathing. After three partial and one full resheath in accordance with the product directions for use, it was decided to change to a new lotus edge valve. Upon withdrawal of the lotus edge valve system through the lotus introducer sheath a kink was noted on the catheter. A second 27mm lotus edge valve system (batch 0023681727) was prepared. The lotus edge valve system was advanced through the same large lotus introducer sheath into the patient. As the device exited the distal end of the lotus introducer sheath it was noted the lotus edge valve system catheter was kinked. The device could not be advanced any further through the tortuous vasculature of the descending aorta and was withdrawn before advancement through the aortic arch. The procedure was completed with a non-bsc valve. No patient complications were reported.

Manufacturer narrative:
Second professor: prof. (B)(6).

Event description:
It was reported that the lotus edge valve system kinked inside the patient. The 27mm lotus edge valve system (batch 0023681728) was advanced through a large lotus introducer sheath but was then difficult to track through the patients tortuous vasculature. The physician was unable to position the lotus edge valve due to repeated instances of asymmetric unsheathing. After three partial and one full resheath in accordance with the product directions for use, it was decided to change to a new lotus edge valve. Upon withdrawal of the lotus edge valve system through the lotus introducer sheath a kink was noted on the catheter. A second 27mm lotus edge valve system (batch 0023681727) was prepared. The lotus edge valve system was advanced through the same large lotus introducer sheath into the patient. As the device exited the distal end of the lotus introducer sheath it was noted the lotus edge valve system catheter was kinked. The device could not be advanced any further through the tortuous vasculature of the descending aorta and was withdrawn before advancement through the aortic arch. The procedure was completed with a non-bsc valve. No patient complications were reported.